Event description:
Reporter alleged passing out at 7:00pm after a result of 86mg/dl with blood glucose monitoring device that was taken at 4:12 pm. Reporter alleged taking medications and food as normal prior to the incident. Reporter stated a family member called paramedics and their glucose device result was 88mg/dl. Reporter indicated paramedics treated patient with oral glucose and food. Reporter stated after treatment, blood glucose device result was 147 mg/dl but type of device that performed test was not provided. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.